Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Factors that may contribute to the inability to advance/position or remove the guide wire and cause resistance between the devices may include, but not limited to, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire or guiding catheter, coagulation of blood or procedural contaminates. The investigation was unable to determining a conclusive cause to the reported oversized guide wire. The reported difficulty to advance and remove the guide wire through the guiding catheter appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a patient with a type iii arch, high-grade 80-85% dissected right common internal carotid artery. Reportedly, the weld on the supracore was too large and became stuck in the 5fr non-abbott guiding catheter during advancement. The devices were removed and the procedure was completed as expected with a new supracore guide wire and another non-abbott guiding catheter. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.